Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below baseline. The patient is having about 2 seizures per week for about a month before the initial report. Prior to the increase, the patient was having one seizure per month. The physician noted that the patient's stress level has increased due to mother's death. The patient had a generator replacement. Good faith attempts for product return have been unsuccessful to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that generator was discarded and will not be returned to the manufacturer for evaluation.